Manufacturer narrative:
(B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported the patient was revised due to high metal levels and pain.

Manufacturer narrative:
This report will be amended when our investigation is complete.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Concomitant medical products: unknown stem catalog#: unknown lot#: unknown; continuum longevity neutral liner, ll 40 x 58; catalog#: 00875101340, lot#: 62130968; unknown cup, catalog#: unknown, lot#: unknown. Reported event was confirmed based on the device returned. Damage is seen on the bottom surface of the head that most likely occurred during explanting. Dimensional measurements are conforming to print specifications where measured. Visual inspection and scanning electron microscope (sem) images confirm the presence of dark debris on the head taper. Eds semi-quantitative elemental analysis of the dark debris revealed carbon and oxygen as primary foreign elements, in addition to the cobalt,chromium, and molybdenum elements. This has been a common element breakdown of the black debris found in hip femoral corrosion events. The rest of the composition was consistent with co-cr-mo alloy. Device history record was reviewed and no discrepancies were found to be related with reported event. Review of the complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent a right hip revision surgery approximately 4 year post primary surgery, due to elevated metal ion and pain. During the surgery, the liner and head were removed and replaced. Attempts have been made and additional information on the reported event is unavailable.